Event description:
It was reported that a touchscreen was cracked or shattered on the customer's device. There was no information provided regarding the impact on the customer's blood glucose level. The customer is awaiting the return of the pump for further examination, and a replacement pump has been issued.